Event description:
The following has been reported to hamilton medical ag on 06 march 2024 from a customer in australia. It was reported that on march 06th 2024, during device inspection, hamilton t1 (sn: (B)(6), showed smoke coming out. After unboxing the unit, adding oxygen hose, power cord and install o2 cell, doing preop checks and software license, it was left boxed in the workshop for 2 weeks until comms board arrived. When trying to commission on 27/02/2024, as the unit was turned on, smoke started coming out of the unit. Inspection performed on 29/02/2024 and found that one component in the driver board blew up. As immediate aciton performed, driver board was replaced. Service software performed and passed, unit left on for a few hours and several power cycles performed; no issues replicated with driver board. According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related to defective capacitor on the driver board. Accordingly, the following correction shall be considered: replace driver board. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following has been reported to hamilton medical ag on 06 march 2024 from a customer in australia. It was reported that on march 06th 2024, during device inspection, hamilton t1 (sn (B)(6) ), showed smoke coming out. After unboxing the unit, adding oxygen hose, power cord and install o2 cell, doing preop checks and software license, it was left boxed in the workshop for 2 weeks until comms board arrived. When trying to commission on 27/02/24, as the unit was turned on, smoke started coming out of the unit. Inspection performed on 29/02/24 and found that one component in the driver board blew up. See attached pictures of the faulty driver board. As immediate aciton performed, driver board was replaced. Service software performed and passed, unit left on for a few hours and several power cycles performed; no issues replicated with driver board. According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related to defective capacitor on the driver board. Accordingly, the following correction shall be considered: replace driver board. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was tested. The root cause was determined to be a defective tantalum capacitor on the driver board, most likely caused by overvoltage (emc, mains supply). CAPA 2022_10_0032 was created to further investigate the root cause of the capacitor problems. In consequence (correction) the driver board was replaced. There was no patient or user harm reported.

Event description:
The following has been reported to hamilton medical ag on 06 march 2024 from a customer in australia. It was reported that on march (B)(6) 2024, during device inspection, hamilton t1 (sn (B)(6)), showed smoke coming out. After unboxing the unit, adding oxygen hose, power cord and install o2 cell, doing preop checks and software license, it was left boxed in the workshop for 2 weeks until comms board arrived. When trying to commission on (B)(6) 2024, as the unit was turned on, smoke started coming out of the unit. Inspection performed on (B)(6) 2024 and found that one component in the driver board blew up. See attached pictures of the faulty driver board. As immediate aciton performed, driver board was replaced. Service software performed and passed, unit left on for a few hours and several power cycles performed; no issues replicated with driver board. According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related to defective capacitor on the driver board. Accordingly, the following correction shall be considered: replace driver board. As per available information, there is no indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party.